Event description:
The device was returned to the manufacturer for high ventricular impedance of greater than 3000 ohms, sensing difficulty, and no pacing output, seen at attempted implant. It was analyzed and subsequently tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: testing revealed anomalous ventricular output problems. Bench testing revealed intermittent ventricular output when can was slightly flexed. Analysis of a connector pin from the header to the hybrid reveals that the solder joint on the suspect loose pin was fractured causing the anomalous ventricular output of the unopened device and the intermittent electrical behavior during bench testing when the opened device was flexed. The source and timing of the stresses are unknown. The device was returned to the manufacturer for high ventricular impedance of greater than 3000 ohms, sensing difficulty, and no pacing output, seen at attempted implant. It was analyzed and subsequently tested out of specification. No patient complications have been reported as a result of this event. Actual device involved in incident was evaluated electrical tests performed, mechanical tests performed, visual examination component/subassembly failure solder joint device was out of specification in a manner that relates to event impedance, high output, none sensitivity.